Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The patient sample initially resulted as 0.243 iu/l accompanied by a data flag. The sample was repeated and it resulted as 0.276 iu/l and this value was reported outside of the laboratory to the doctor as <5 iu/l (negative). On (B)(6) 2014, the doctor ordered a repeat of the sample. Upon repeat at a 1:100 dilution, the sample resulted as 40829 accompanied by a data flag. An amended report was issued. The sample was also tested in another laboratory on an abbott analyzer, resulting as 45126 iu/l on (B)(6) 2014. No adverse event was reported. The lot number and expiration date of the hcgb reagent was asked for, but not provided. The field service engineer adjusted the mixer spin time. After this, the operator took a reagent off the analyzer that had 13 tests left and noticed large bubbles in the microparticle compartment of the reagent pack. The operator also noted that some samples in their laboratory had floating gel in the sample tubes.

Manufacturer narrative:
A specific root cause could not be identified based on the information provided. Additional information required for investigation was requested, but not provided. The instrument seems unlikely as a root cause, but a temporary instrument problem could not be excluded.